Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-09864. (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device could not be interrogated. The device was explanted. There were no adverse consequences to the patient as a result of the event.